Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that on the seventh postoperative day the patient was improving. On the tenth postoperative day, the patient had recovered with uncorrected visual acuity of 1.0 (20/20) and jaeger score 1 (20/20). On this day, additional steroid treatment was prescribed for 5 days. However, approximately 2 weeks later the patient experienced blurry vision and 4+ inflammation of the anterior chamber was observed. Steroid eye drops, antibiotic eye drops and an oral non-steroidal anti-inflammatory were prescribed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested; however, no further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following bilaterally intraocular lens (iol) implant procedure, one eye developed toxic anterior segment syndrome (tass), discomfort and steroid eye drops were prescribed. Additional information has been requested.